Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer was hospitalized because half of the sensor cannula broke off inside the body while inserted. Customer's blood glucose reading was 683 mg/dl. Nothing further reported.